Event description:
The customer's mother reported via phone call that the customer had a motor error alarm and high blood glucose. Customer's blood glucose was 480 mg/dl at the time of the incident. Customer changed the infusion set and the battery and then it started working. Customer did one bolus and it went through. Customer's blood glucose was 207 mg/dl now and was coming down. Customer was doing a bolus and he received a motor error alarm. Customer does not use the sensor feature on the pump. Caller stated that they are able to complete the rewind sequence. Customer had multiple motor error alarms on 07/02/15. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The insulin pump had a broken reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.